Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts from the most distal stent row and a middle stent row were raised outwards proximally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site. The ro markerbands were examined and there was no damage noted. A visual and tactile examination found that the tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-nov-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 90% stenosed, 12mm in length, 3.0mm in diameter target lesion was located in the mildly tortuous and moderately calcified diagonal artery. After pre-dilation was performed using a 2.25x12mm balloon catheter, a 3.00x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.